Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some of the bd syringe luer-lok¿ tip scale markings were missing. The following information was provided by the initial reporter: "we found 1 syringe that was marked incorrectly. I checked the other syringes on this unit and they were all marked correctly. There were some from the same lot number and they were marked correctly."

Manufacturer narrative:
H.6. Investigation: two photos and two sealed packaged 1ml ll syringes, confirmed to be from batch #0300304 (309628), were received. The samples were visually evaluated. One syringe was observed to have no defects. One syringe was observed to have part of the scale markings missing around 0.6ml. Multiple scale items were missing, which is rejectable per product specification. No damage was observed in the area of the missing print. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that some of the bd syringe luer-lok¿ tip scale markings were missing. The following information was provided by the initial reporter: "we found 1 syringe that was marked incorrectly. I checked the other syringes on this unit and they were all marked correctly. There were some from the same lot number and they were marked correctly."